Event description:
It was reported that a patient's personal diabetes manager pdm had been placed on a charging cable. After that it would not turn on again. The patient's blood glucose levels reached over 250 mg/dl after this occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported pdm power malfunction event. Lot release records were reviewed and the product lot met all acceptance criteria.